Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was not using the pump to manage diabetes due to the customer's "poor control" and that the pump had "issues". There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump t:connect data. The data showed that there no apparent overrides and it appeared that the pump's date was incorrectly set. Although requested, additional information was not provided.